Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was blue and not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis not responded and the screen was blue. The technical support specialist (tss) dialed into the station and followed knowledge article (ka) medapplication not launching automatically; station at blue screen to uninstall the remote support service agent and component manager, then followed ka how to manually install rss agents & rss component manager to manually reinstall the rss agent. The station was rebooted and verified that it could auto launch medication application from care fusion application. Tss confirmed that the user successful logged in. The system functioned as intended after the technical support specialist troubleshot the device.